Event description:
It was reported that this was an arteriotomy closure of a minimal calcified right common femoral artery using two prostyle devices after an interventional left heart catheterization procedure with a 6f sheath. Reportedly, with both prostyle devices, the vessel was occluded due to the suture capturing the back wall. The procedure ended and the patient was stabilized with a sheath to assists with distal flow before being transferred to vascular surgery for a surgical incision to achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is a foreseeable adverse event. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.